Event description:
It was reported to vyaire medical that the ltv 1200 ventilator had hardware fault alarm. The issue occurred during patient-use in MRI. The unit did not stop ventilating and all volumes are ok. There was no patient harm reported with this event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.